Event description:
It was reported that during an ear nose and throat (ent) surgical procedure, it was observed that the motor device had a tear in the hose and heated up. There were no delays to the surgical procedure. A spare device was not available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a tear in the cord and was 0.4 degrees short of overheating during pre-testing. Therefore, the reported condition was confirmed. It was determined that the tear in the cord was from allowing the cord to come into contact with a sharp object. It was determined that the device overheated most likely because the thermistor was worn. The assignable root cause was determined to be due to component damage caused by misuse / abuse and possibly user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.